Event description:
A confirmed motor stall was reported at 2323 with no motor stall recovery recorded in the event logs. The pt stated that they were sleeping at the time of the stall. The pt did not have any symptoms. They did not have on any magnetic jewelry and were not sleeping on a magnetic mattress pad that could have caused the stall. The pt went into the office the next day for a refill and the motor stall was noted. A rotor study was done and showed no rotor movement. The pump was explanted and replaced. The pt outcome was "no injury" and the pt recovered without sequela. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.